Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's inner cannula was unable to take out. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. The product met with specifications. A functional test was performed and no difficulty was observed at the time of locking and unlocking the cannula. No failure mode was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.